Event description:
It was reported that the user experienced low blood glucose while using the ilet and expressed concern that a new infusion site could be contributing to the event; the cause of hypoglycemia was unclear, and the user was advised to consult a healthcare professional for clinical guidance. Symptoms included hypoglycemia with a blood glucose level of 60 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction and no identifiable device-related cause. It was concluded that the event was user-reported hypoglycemia with an undetermined cause and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.